Event description:
On 17/jun/2024, it was reported that this patient on peritoneal dialysis (pd) therapy had peritonitis in (B)(6) 2024, underwent removal of the pd catheter (not a fresenius product) and was switched to hemodialysis modality. There were no reported allegations that the event was related to fresenius products. In additional follow-up, a pd nurse familiar with the patient confirmed that the patient had peritonitis in (B)(6) 2024 (exact date could not be provided). The nurse was not able to provide pd culture results, treatment details or patient demographics due to the patient was removed from their census. The nurse confirmed the patient had the pd catheter removed and has remained on hemodialysis for renal replacement needs. It was stated the patent recovered from the event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. Per the nurse, the peritonitis was due to patient breach in aseptic technique.